Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient implanted with an implantable neurostimulator (ins) for spinal pain. It was reported that the patient had a major surgery at the end of october unrelated to the device/therapy, however during the surgery the ins was damaged. The damage would have required the patient to get the ins replaced, but instead of replacement, everything was 'fused together' and the ins was completely removed. No further complications were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.